Event description:
It was reported in the a journal article that a patient underwent an endometrial thermal ablation procedure for the treatment of menorrhagia. Three months post procedure, the patient presented with a sudden onset of abdominal and back pain. Examination revealed marked uterine tenderness and a pelvic ultrasound suggested necrotic degeneration of the largest of the intramural leiomyomas. A complete blood count showed neutrophilia with elevated serum transaminases and c-reactive protein. Antibiotics and analgesia were prescribed. Clinically the patient was much improved and still wished to avoid hysterectomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.